Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The case was an ICD upgrade to crtd. When dr (B)(6) was disconnecting the old ellipse atrial lead with the hex wrench, the wrench got stuck in the header and snapped. He couldn¿t get the pin of the existing atrial lead out. He ended up cutting the existing atrial lead and replacing it with a new one. Patient weight was not provided by the healthcare provider and will not be made available to abbott.

Manufacturer narrative:
Describe event or problem - correct event description should have been the following. It was reported that during device upgrade procedure, the hex wrench got stuck in the header and snapped while disconnecting the atrial lead. Physician was unable to take the atrial lead pin out of the device header. Atrial lead was capped and replaced on (B)(6) 2018. Procedure was completed without any adverse consequences to the patient. Patient¿s condition was stable.

Manufacturer narrative:
Additional information: the reported event of set screw anomaly was confirmed. The atrial set screw was stripped and its hex cavity was damaged. The cause of the event appeared consistent with damage during the explant procedure.